Event description:
The operator achieved arteriotomy closure of the right groin with the closer s 6 fr. Device after a diagnostic procedure. Fluoroscopy was performed to determine arteriotomy placement in the right common femoral artery. The artery was described as "adequate size without apparent disease". There was no report of difficult device insertion or needle deployment. Closure of the arteriotomy was achieved with the device. The patient was taken to the holding area where it was reported that the distal pedal pulses were palpable. The patient was then transferred to a nursing floor. Several hours later the patient complained of leg pain. The patient was then taken back to the cath lab where patient was noted to have no pedal pulse. An angiogram was performed via the left femoral artery approach and showed a right femoral artery occlusion. The left sheath was then sewn into place and the patient was transferred to another hospital for surgery. Surgical repair of the artery was performed. The surgeon reported that "a flap was believed to have caused the occlusion to the right femoral artery". The patient was discharged home in a "couple" of days without further sequelae.